Event description:
Related manufacturer reference number: 2017865-2021-30194; related manufacturer reference number: 2017865-2021-30195. It was reported that the patient experienced pocket infection. Programming changes were made on the device. The pacemaker, right ventricle lead, and atrial lead were all explanted. Patient was stable.